Event description:
The customer reported to olympus, that the halogen light source did not light up. There were no reports of patient harm or impact associated with the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to poor connection due to deterioration of the lamp connection. The evaluation found corrosion on the lamp contact pin. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the lamp did not light up due to connection failure caused by corrosion on the lamp contact pins. Olympus will continue to monitor field performance for this device.